Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic feeling fatigued. The pulse generator was in backup vvi and could not be interrogated. A surface electrogram revealed intermittent pacing at approximately 40 pulses per minute. It was suspected that the device had reached end of life.